Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, permanent injury, pain and subsequent surgical intervention. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. A review of manufacturing records indicate product was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2017, the patient underwent surgery for repair of right inguinal hernia and a bard/davol perfix plug was implanted to repair the hernia issue. It is alleged that on or about (B)(6) 2020, the patient underwent an additional procedure for repair of a recurrent right inguinal hernia. A non-bard/davol mesh was implanted to repair the defect. As a result, the patient was injured severely and permanently. Attorney also alleges that the patient has suffered and will continue to suffer chronic physical pain, disability, hospitalizations, additional surgeries, has undergone and will likely require in the further other forms of care and medical treatments. Attorney also alleges that the device was defective.